Event description:
It was reported that high rv threshold was observed. The lead was capped and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.